Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that high thresholds and decreased sensing were detected via merlin.net. Dislodgement was confirmed with x-ray. When repositioning was unsuccessful the lead was replaced.